Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported that facility has reported that a few weeks after powerpicc solo 4f sl sherlock has been inserted into patient, on a routine flush nurse has notice there is a leak in the line. Additional information received 04/02/2024: no injury sustained. No erroneous results and no change in the course of treatment. No exposure to blood/bodily fluid. Required removal of PICC. It was reported this occurred with two devices. This report addresses the second device.